Event description:
It was reported that the 3.0 voyager was used in the procedure. No details were available; however, it appeared that the distal shaft separated. The entire catheter appears to have been removed from the pt, with no report of medical intervention. The pt died 11/26/04. The death was reportedly the result of severe left main disease, not product related.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info and pt status from the hosp, field contact or distributor.